Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5, h6 ( patient code).

Manufacturer narrative:
One cadd solis vip pump was received with no physical damage. The event history log was unable to be downloaded. The pump was powered up and the reported issue was able to be duplicated. The mu showed that there was no software downloaded onto the pump. The software will be re-download to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 44000 when turned on. There was no reported adverse event.